Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -16.0 diopter, implantable collamer lens was implanted into the patient's eye. Cataracts was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information entered into form correction: g2 - reported as foreign - correct to remove foreign. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -16.0 diopter, implantable collamer lens was implanted into the patient's eye. On (B)(6) 2023 lens opacity(cataract) psc, ns, was observed. On (B)(6) 2023 the lens was explanted. Cause of event patient related factor: adl complaints, device did not fail to perform as intended.